Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), alopecia ("excessive hair loss"), abdominal distension ("abdominal bloating"), migraine ("excessive migraine headaches"), dyspareunia ("pain during intercourse"), tooth disorder ("excessive dental problems"), abnormal weight gain ("excessive weight gain"), fatigue ("chronic fatigue"), rash ("excessive rashes.") And anxiety ("anxiety"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, abdominal pain, back pain, alopecia, abdominal distension, migraine, dyspareunia, tooth disorder, abnormal weight gain, fatigue, rash and anxiety had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, anxiety, back pain, dyspareunia, fatigue, menorrhagia, migraine, pelvic discomfort, pelvic pain, rash and tooth disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jul-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of fallopian tube perforation ('there was a near perforation of the essure on the left side with some fibrosis around the fallopian tube') and pelvic pain ('chronic pelvic pain'). In an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included: perineal pain, adenomyosis, dysmenorrhea and uterine enlargement. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), alopecia ("excessive hair loss"), abdominal distension ("abdominal bloating"), migraine ("excessive migraine headaches"), dyspareunia ("pain during intercourse"), tooth disorder ("excessive dental problems"), abnormal weight gain ("excessive weight gain"), fatigue ("chronic fatigue"), rash ("excessive rashes") and anxiety ("anxiety"). The patient was treated with surgery (davinci robotic total laparoscopic hysterectomy, with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation outcome was unknown. And the pelvic pain, pelvic discomfort, menorrhagia, abdominal pain, back pain, alopecia, abdominal distension, migraine, dyspareunia, tooth disorder, abnormal weight gain, fatigue, rash and anxiety had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, anxiety, back pain, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, migraine, pelvic discomfort, pelvic pain, rash and tooth disorder to be related to essure. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2021: medical records received: event: there was a near perforation of the essure on the left side with some fibrosis around the fallopian tube were added. New reporter, lab data, medical history, removal procedure were added. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), alopecia ("excessive hair loss"), abdominal distension ("abdominal bloating"), migraine ("excessive migraine headaches"), dyspareunia ("pain during intercourse"), tooth disorder ("excessive dental problems"), abnormal weight gain ("excessive weight gain"), fatigue ("chronic fatigue"), rash ("excessive rashes.") And anxiety ("anxiety"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, abdominal pain, back pain, alopecia, abdominal distension, migraine, dyspareunia, tooth disorder, abnormal weight gain, fatigue, rash and anxiety had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, anxiety, back pain, dyspareunia, fatigue, menorrhagia, migraine, pelvic discomfort, pelvic pain, rash and tooth disorder to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 4-jun-2020: plaintiff fact sheet received. Medical device removal was done for pelvic pain. Reporter information updated. Case upgraded. Date of removal added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.